Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The display functions properly and no rainbow effect on the display was noted. The device had missing segments on display or overheats display noted. The unit had scratched display window.

Event description:
The customer reported that the insulin pump display did not return to normal after changing the battery. The caller also stated that the insulin pump was delivering more insulin. The blood glucose reading at time of call was 180mg/dl. No further information was provided.